Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that their dell x5 handheld computer will not hold a charge. The handheld is always left plugged in when not in use and did not last through a patient interrogation session. The product is at manufacture pending completion of product analysis.